Manufacturer narrative:
The mobile view station (mvs) interface cable was returned to the manufacturer for analysis. Analysis confirmed the reported issue and found that line 1, 2 and c had opens. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Missing UDI number. A medtronic representative went to the site to test the equipment. Testing revealed that a brown wire in umbilical male was detached from the slot. This was causing intermittent issues on bootup. The field service engineer replaced the umbilical cable. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
It was reported that the system was throwing up two errors upon boot up. It would either show "standalone mode" or "waiting for mvs to connect." They were able to eventually boot past these errors and complete a spin. There was no patient impact reported and a 5 minute delay to surgery.